Event description:
The video system center was returned to the service center with a report of panel flickering. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection the device exhibited no image and liquid intrusion into the circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image disappears when the scope was shaken and due to printed circuit board failure. The definitive cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.